Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during da vinci-assisted nephrectomy surgical procedure, robotics coordinator contacted intuitive technical support engineer (tse) to report that they were facing error c-34 on erbe when surgeon activated monopolar energy. He stated bipolar instrument worked properly. Prior to call technical support site restarted the generator without improvement. Tse reviewed live logs and identified error c-34 pointing to hf voltage low. Tse asked caller if there was a source of magnetic interference close by. This can be caused by other esus. It was not the case. Tse guided him to disconnect the power cord from erbe, to wait 1 minute and to restart erbe, but issue kept coming back. Tse asked caller if the erbe generator was connected to a dedicated ac outlet which was the case. Tse asked caller to replace monopolar cautery cable but when surgeon applied monopolar energy, error c-34 returned immediately. Tse explained that the faulty erbe needs to be replaced. Tse asked if there was a force triad available which was not the case. Surgeon finished procedure with bipolar energy only. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and the reported failure was confirmed and reproduced.